Event description:
Received letter from attorney alleging "client was attempting to exit van in the wheelchair custom built from client when a malfunction in the wheelchair caused the chair to tip over falling three feet to the ground. As a resulst of the incident, the client suffered a left midshaft humerus fracture as well as left metaphyseal proximal tibia fracture and bilateral hand pip flexion contractures.